Event description:
Reporter indicated that the pt developed a severe staph infection shortly following ncp system implant. The infection was reportedly present from the generator site up to the neck site. It was reported that the pt had to have IV antibiotic therapy for 6 weeks. The infection seemed to be resolved with only IV antibiotics and then suddely recurred by bubbling at the incision site and the appearance of boils. The pt's ncp system was explanted. It was also reported that the pt has had good seizure control with vns therapy and has not had a seizure for 5 weeks.